Event description:
It was reported the patient's catheter fractured after implant. It was stated the pt was receiving a "sub-therapeutic dose" of medication, but no specific symptoms were reported. The fractured segment of the catheter was successfully replaced, but no pt outcome was reported. The medication being delivered via the device was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.